Manufacturer narrative:
Philips service replaced the pd. Scomp.dcps_24v_12v_5v, restoring the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low voltage power supply failure; system not booting on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.